Event description:
An ultraflow was prepared to use in an avm treatment procedure. It was reported the catheter ruptured while injecting histoacryl. No complications were reported to have occurred with the patient as a result of this event.